Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a journey guidewire. The guidewire was completely separated at 262cmcm from the proximal end. Magnified inspection of the fracture surface appear to be consistent with separation due to ductile bending overload. There was no damage or irregularities to the bonds. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that guide wire fracture occurred. The target lesion was located in the anterior tibial/popliteal artery. A 300cm journey¿ guide wire was selected however during the procedure while inside the patient's body, the guide wire broke in half upon removal of the non bsc atherectomy laser catheter. The broken wire was successfully and completely retrieved using a snare and the procedure was completed. No patient complications were reported and the patient's status was fine.